Manufacturer narrative:
Device powered up properly after battery installation. Device received with operating currents within spec. No battery out limit alarms noted. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No resetting itself, signal too low alarms or unexpected restart alarms noted. Device received with cracked and bleeding lcd glass. Device received with broken belt clip slot, cracked battery tube threads and minor scratches on lcd window.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm, signal too low alarm, and battery out limit alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.